Event description:
Device malfunction: none. Symptoms/ae: myocardial infarction. Time of ae: after the procedure. It was reported that the evening post a right internal carotid artery stenting procedure, the patient had an elevated troponin and was diagnosed with a non-st elevated myocardial infarction. Two days postprocedure, the patient had a stenting of the right coronary artery. Four days postprocedure, the patient experienced more chest pain and was started on heparin. Six days postprocedure, the heparin was discontinued. Seven days postprocedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Myocardial infarction is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. The lot history record was reviewed and there are no nonconformances associated with this lot number.